Event description:
On (B)(6) 2022 - day of treatment. Novathreads were implanted. On (B)(6) 2022 - the patient notified hcp of 2 "pimples". - lower cheek with a sharp sensation. No intervention was performed at this time. On (B)(6) 2022 - the patient stated she woke up with a sharp sensation and something "poking" out under her nose. According to hcp, thread migrated and was extracted with ease and with very minimal discomfort to the client. At this same appointment the patient showed a place of thread that appeared to be superficial inside the mouth on the left cheek. They agreed to monitor this site. A spot poking at left corner of the mouth was noticeable by this time as well, so this site was opened with haian 18g x needle. This allowed the thread to poke through at which time the thread was withdrawn with a hemostat clamp with ease and with minimal discomfort. This piece was also appx. 2 inches in length. On (B)(6) 2022 - patient informed of another piece of thread that had pushed inside the mouth on the left cheek. This piece was also appx. 2 inches in length. On (B)(6) 2022 - patient reported a " poking" site on the right cheek and end of the thread was visible. On (B)(6) 2022 - patient went back to the practitioner office to assess right cheek site recently mentioned. At this time another 2inch piece was extracted with ease. On (B)(6) 2022 - hcp confirmed patient was doing well. No further issues.